Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). To resolve the reported issue, the n2o knob was tightened, the basal flow of o2 was readjusted, and the chain link was calibrated.

Event description:
The hospital reported a malfunction that could present a hypoxic mixture in the patient circuit. There was no report of patient involvement.